Manufacturer narrative:
The valve was returned to edwards lifesciences crimped on the delivery system and partially inserted through the sheath. The valve was stuck within the sheath housing. The returned devices were visually inspected. Two (2) struts were bent outward at inflow side near c1. All the struts exposed through skirt, it was normal after crimp and use. Visual inspection of valve after it was expanded, the frame was distorted/canted. Two (2) struts remained bent near c1. The leaflets wrinkled and dehydrated likely due to storage condition (prolong crimping) during the return handling process. No functional or dimensional testing was performed due to device return condition (frame distorted/canted). Imagery provided by the complaint site and two (2) struts bent outward at inflow side approximately 90 degrees. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints related to the related complaint codes. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment (pra). Manufacturing mitigations/controls relevant to the issue (e.g., visual, and dimensional inspection to the frames, mechanical testing to the tensile specimens) are captured in pra. Content was reviewed and these mitigations remain applicable to the manufacturing of the related work order. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The returned devices were visually inspected. Two (2) struts were bent outward at inflow side near c1. All the struts exposed through skirt, it was normal after crimp and use. Post-expanded valve: the frame was distorted/canted. Two (2) struts remained bent near c1. Leaflets wrinkled and dehydrated likely due to storage condition (prolong crimping) during the return handling process. IFU for commander delivery system, device preparation manual, and procedural training manual were reviewed. It is noted that ''if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace.'' No IFU/training deficiencies were identified. The complaint was confirmed through the device evaluation and imagery provided. No manufacturing non-conformance were identified. Review of the DHR, and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''while advancing the commander delivery system with crimped valve through the esheath, resistance was encountered at the tip of the sheath. As the valve exited the esheath, bent valve frame struts were seen''. Additionally, noted that patient had severe calcification of access vessel. Per training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' The presence of calcification can create a challenging pathway during the delivery system (with crimped valve) inserted through the sheath, and it could lead to high resistance and push force. So, if excessive force was applied to overcome the resistance, the valve can get caught on the sheath, and it could lead to bent strut at inflow. Per training manual, ''if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace'', and '' do not over-manipulate the sheath at any time''. These patient and procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation,) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing .

Event description:
As reported by our affiliates in (B)(6) the patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. Vessel was not predilated. As reported, abnormal resistance was found during valve insertion through the sheath at the tip of the sheath. Loader was fully inserted into the sheath and the sheath was not inserted in a steep angle. As the valve came out of the e-sheath, valve was seen flared. Sheath and valve were successfully removed. The sheath was observed damaged when inspecting it after withdrawal. The wire was left in the patient and a new sheath introduced, loader was fully inserted into the sheath and the sheath was not inserted in a steep angle. A new valve was used and same resistance was met at same location as before. The sheath was then drawn back a little and the valve passed after this. Valve was implanted successfully. No patient complications were observed. No damages were observed in this sheath. As per medical opinion, a huge chunk of calcium was the cause of these events.